Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. Device was not returned at the time of MDR submission. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
The following was reported: light is very dull and does not stay on. Assesed by biomedical technologist assistant. Customer confirmed no patient incident. No negative impact in state of health reported.